Event description:
The customer reported that 2 hours into an infusion of normal saline at 50 ml/h, the alaris system alarmed. On closer inspection they noticed a "bulging on the set". From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.